Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident is unknown. Troubleshooting found that the battery compartment and spring were corroded. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was unable to perform all functional testing, including the displacement, operating current, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery or verify failed battery tests due to the broken spring battery tube contact. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, corroded battery tube and cracked battery tube threads.